Event description:
This is a spontaneous report from the neurosurgery department of hospital to baxter in 2009. A female diagnosed of a cranium meningioma. Neither concomitant nor previous illnesses in pt's clinical records except she smokes. A biopsy was performed through trans-sphenoid route in 2008. During the biopsy, a bleeding occurs in the cavernous sinus and floseal was applied in the sella turcica to stop it, as the neurosurgeon had performed before in similar surgical procedures. Before the surgery was finalized, the pt suffered bradycardia and hypotension and ends with bilateral and non-reactive mydriasis. Exitus of pt is officially declared next day in 2008. All the floseal volume was used (5 ml). Dr. Commented that he usually uses all the floseal amount in this kind of surgeries. The syringe of floseal was discarded and he has no idea about the batch number. Bioglue was also used by the surgeon, but only at the end of the surgery in the sphenoidal sinus. Dr. Commented that before applying this surgical adhesive (bioglue), the pt was already presenting bradycardia and hypotension that occurred after floseal's use. To summarize the process, floseal was applied, then negative hemodynamic symptoms appeared, then bioglue was applied. The clinical autopsy was performed last week and they are performing an histological study during this week to determine the death causes. The doctor commented that this gap of period between death and necropsy is needed due necessary time for brain stabilization with formol. The histological findings show some blue small crystals (hexagonal, cube form, etc) inside 4 arterial vessels with embolic signs. Dr. Thinks that these blue crystals have caused the arterial embolism and so this is the direct cause of pt's death. Dr. Thinks crystal creation is due to floseal. Dr. Also thinks that there might be an arterial shunt between the meningioma and the arteries. This communication between the meningioma and the arteries could have served as a route for floseal to get into these vessels and then crystallize. Necropsy shows that internal carotid arterials are intact. Dr. Commented that they will be performing more histological analyses and that he has the intention to publish this case. Dr. Would also like to know if baxter has any info about the performance (related with possible crystallization) of floseal when entering vessels.

Manufacturer narrative:
Baxter medical assessment: as per the instructions for use, floseal should not be applied or compressed into the vascular system. Given the occurrence of bradycardia and hypotension after the application of floseal, and the preliminary description of the histopathology findings, a causal relationship with the intracavernous (intravascular) application of floseal cannot be ruled out.